Manufacturer narrative:
Results: the pod5 coil pet lock was intact on the proximal end of the pusher assembly; the introducer sheath was kinked approximately 8.0 cm from the proximal end and had coagulated blood at the distal tip; the embolization coil was intact with the pusher assembly and was compressed on the proximal end with the stretch resistant wire (sr wire) wrapped around the distal detachment tip. The outer diameter (od) of the embolization coil was measured and found to be within specification. The distal tip of the pod5 coil introducer sheath was cut off by the penumbra investigator to remove the coagulated blood. Then the pod5 coil was attempted to be advanced through a new px slim; however, extreme resistance was encountered, and the pod5 could not be advanced through the px slim. Conclusions: evaluation of the returned pod5 coil revealed that the embolization coil was compressed on the proximal end and the sr wire was wrapped around the ddt. This type of damage typically occurs due to improper handling during use. If the device is forcefully advanced and retracted against resistance, the coil windings of the embolization coil may become compressed. If a pod5 coil with a compressed embolization coil is further advanced and withdrawn, the sr wire may become wrapped around the ddt. The compressed embolization coil likely contributed to the resistance experienced while advancing the pod5 through the px slim. Further evaluation revealed that the introducer sheath was kinked. This damage was likely incidental and may have occurred while attempting to forcefully advance the embolization coil through the px slim after resistance was encountered. The od of the embolization coil was measured and found to be within specification. Evaluation of the returned px slim revealed that it was ovalized and kinked. This damage was likely incidental and may have occurred while packaging the device for return. All penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod5 coils. During the procedure, the physician placed a px slim delivery microcatheter (px slim) into the target vessel and then attempted to advance a pod5 coil through it. At this time, there were no kinks observed on the pod5 coil pusher assembly or the px slim. However, while advancing the pod5 coil through the px slim, the physician experienced resistance when approximately thirty centimeters of the coil advanced out of its introducer sheath and into the px slim. Subsequently, the pod5 coil was unable to advance any further and was removed. After removal, there were no observed kinks on the pod5 coil pusher assembly. The procedure was then completed using another manufacturer's coils and the same px slim. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: expiration date.